Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account and found monarch vest needed to be replaced. The monarch® airway clearance system, model 1000 is intended to provide airway clearance therapy and promote bronchial drainage where external manipulation of the thorax is the physician¿s choice of treatment. It is indicated for patients having difficulty with secretion clearance, or the presence of atelectasis caused by mucus plugging. Per the hillrom user manual, waring: if this product has a damaged power cord or plug, or the product does not operate correctly, do not use it. Make sure the position of the monarch® system is such that you can quickly, without obstruction, disconnect the power cord from the main power supply if necessary. An inspection of the device by a hillrom engineering revealed that the ac/dc adapter's din male connector pins showed signs, such as soot/marks, that sparking occurred. This was due to the din connector being inserted at the wrong orientation, leading to a short-circuit condition. The metal cylinder on the male connector (ac/dc adapter) end has dimpled features to promote correct orientation. Visual inspection revealed that this metal cylinder was missing from the returned ac/dc adapter. This ac/dc adapter shipped to the patient on (B)(6) 2018 based on the patient¿s order history. Device to be scrapped. The hillrom technical support replaced the monarch vest to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a customer stating the pendant from the device was flashing, patient tried to resolve the issue by unplugging and replugging the ac/dc adapter into the monarch device while the power cord was connected to ac power and the power cord sparked. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).